Manufacturer narrative:
The instrument would not fire due to interference between the pusher bar and frame.

Event description:
The product was used during a sigmoidectomy procedure. Reportedly, the staples were missing and the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.